Manufacturer narrative:
Eval: results: complaints for invalid impedance and ineffective stimulation were confirmed. Continuity check for channel 2 confirmed open wire. All other channels measured normal. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ((B)(6)) stimulation changed following a recent fall. A diagnostic test revealed invalid impedance measurement for two lead contacts. Surgical intervention was undertaken to replace the device. No further complications were reported.